Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that frequently no or intermittent response by button press act button. The customer¿s blood glucose level was unknown at the time of incident. Customer states that insulin pump not dropped or exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (escape, act and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.